Event description:
It was reported that the asymptomatic patient presented to the hospital. The right atrial lead exhibited multiple noise reversion episodes and auto mode switches episodes. The lead also exhibited a drop in impedance and increased capture thresholds. The noise was reproducible when the patient moved around. No intervention was performed.

Manufacturer narrative:
(B)(4).